Event description:
Distal tip and coating of opticross hd 3.0fx135cm catheter totaling approximately 10.5cm sheared off in patient's lad vessel during pci. Multiple attempts made to retrieve foreign body without success. Md placed stents over retained material.